Event description:
It was reported that (B)(6) technical services were contacted to examine a remote alert. The related cardioverter defibrillator exhibited an alert due to the pacing impedance of this right ventricular (rv) lead exhibiting out of range measurements of 3000 ohms. It was noted that ventricular tachy mode is programmed to monitor only. (B)(6)technical services recommended further review. No adverse patient effects were reported. This device and the related lead currently remain implanted and in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).